Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 a 3.0 x 38 mm xience xpedition stent was implanted in the saphenous vein graft to the first diagonal that was 99% stenosed. Medication was given. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, an investigator conducted a 3-year follow-up visit. On (B)(6) 2016, the patient was re-admitted with increased chest pain for the last 4 months. Angiography confirmed that the implanted stent was 80% stenosed within 5 mm of the implant. A drug coated balloon was used to treat the restenosis. The patient was discharged on (B)(6) 2016. On (B)(6) 2017, the patient was re-admitted with increased chest pain for the last 7 months and the patients medication was increased. The patient was discharged on (B)(6) 2017. No additional information was provided.